Event description:
Valve thrombosis. Prosthesis was onxm-27/29. Per aats/sts guidelines, thrombosis is a valve-related, expected event. Therefore, it is being reported. Pt admitted to ER having an acute neurologic ischemic event ("trans-ischemic attack"). Trans-esophegeal echo (tee) confirmed clot on the valve. Event occurred post-operative, late (5 months), re-operated on (B)(6) 2012. Clot removed from valve manually. Surgeon, dr (B)(6), decided the leaflets did not look compromised so he left the valve in. No residual symptoms from the neuro event. Pt recovered and is doing well. (Event occurred at medical center, (B)(6), USA).

Manufacturer narrative:
Valve is not available for return, because the thrombus was cleaned from the valve and the valve was left in place. A review of the device history record shows the valve was built per specification.